Event description:
Customer reportedly obtained results of 61mg/dl, 502mg/dl and 97mg/dl on the aviva system within 10 minutes. Customer ate after receiving result of 61mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.